Manufacturer narrative:
Additional information provided. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned partially inserted into the loading area of the qualified (d) cartridge. Minimal amount of viscoelastic observed. The leading haptic is extended. The trailing haptic is broken in the gusset area (not returned). The cartridge has no evidence of being placed in a handpiece. No tip damage observed. Iol product history records were reviewed and the documentation indicated the product met release criteria. The root cause appears to be a failure to follow the dfu. A minimal amount of viscoelastic was observed. The dfu instructs to fill the cartridge with viscoelastic before loading the lens. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage and/or delivery issues. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received reports there was no contact with the patient, nor any attempt to implant the lens.

Event description:
Additional information received reports there was no contact with the patient, nor any attempt to implant the lens.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an intraocular lens (iol) would not eject from the injector. There was contact with the patient but no reported impact. The procedure was completed using a backup lens. Additional information was requested.